Event description:
It was reported that the lead was oversensing. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation was breached and had a depression. It was also noted that all conductors were distorted and there was blood/body fluid on all conductors (not obstructed). There was a white substance on the outer insulation. The outer insulation was breached cut and had a cosmetic depression. And there was blood in/on the helix/lobe mechanism.